Manufacturer narrative:
Device passed rewind test, self test and displacement test. No unexpected a39 alarm or rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had pump error. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer stated that they were not able to complete rewind. The insulin pump will be returned for analysis.